Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round spectrum 475cc saline breast prosthesis, catalog #3501480, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation procedure with a mentor smooth round spectrum 475cc saline breast prosthesis that deflated after implantation. Deflation was confirmed by a mammogram. As a result, the patient will undergo explantation and replacement with mentor gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 12/04/2018, the device history record (DHR) of lot number 5573740 was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 08/13/2018, mentor received additional information about the event. It was originally reported that the patient will undergo explantation on (B)(6) 2018. New information states that the explantation surgery is now scheduled for (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02/03/2019, mentor received additional information about the event. - it was initially reported that the explantation date is 09/21/2018. New information states that the explantation date is (B)(6) 2018. - patient developed ptosis in both breasts. Ptosis patient code has been added a separate medwatch report will be submitted for the ptosis in the patient¿s right breast. - it was initially reported that the concomitant product (right breast prosthesis) is a mentor smooth round spectrum 475cc saline breast prosthesis, catalog #3501480, serial #(B)(4). New information states that the right breast prosthesis is a mentor memorygel breast implant 700cc gel breast prosthesis, catalog #3507001bc, lot #5596205. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/12/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/07/2018, mentor received additional information about the event. It was initially reported that the suspect medical device is a mentor smooth round spectrum 475cc saline breast prosthesis, catalog #3501480, serial #(B)(4), lot # unknown, UDI #00081317002024, PMA #p990075. New information states that the suspect medical device is a mentor memorygel breast implant 700cc gel breast prosthesis, catalog #3507001bc, lot #5573740, serial # unknown, UDI #(B)(4), PMA #p030053. A device history record review for lot number 5573740 is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
On 06/26/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant and breast ptosis. During analysis of the sample it was found ruptured. It was received in two pieces. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).